Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the slide clamp of a spectrum iq infusion pump was left closed while infusing 80ml of propofol intravenously (IV) to a patient on a ventilator in the intensive care unit. It was reported the pump did not alarm for the upstream occlusion. Fentanyl was also being infused on a cad pump and both medications were infusing concurrently. After the infusion was started, the patient was more alert and it was reported that their blood pressure started to trend up over the course of the morning. It was not clarified if treatment was administered to treat the rise in blood pressure. The drip was titrated up to 40mcg/kg/min from 30mcg/kg/min due to the patient's alert status which resulted in the patient not tolerating the ventilator well. The fentanyl drip was also titrated up to achieve sedation. Subsequently, the pump alerted that the 80ml of propofol infusion was complete, however, the nurse found that the bottle of propofol (which was hung approximately 9 hours ago) did not infuse. Upon inspection, it was observed that the slide clamp was closed. The infusion was resumed and the propofol was decreased to 10mcg/kg/min. Sedation was achieved and the patient was able to tolerate the ventilator. It was reported that the systolic blood pressure dropped to 103. The patient was discharged from the hospital on an unreported date. No additional information is available.